Event description:
It was reported that balloon was broken. The target lesion was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon broke between 6-8 inflations at 10 atmospheres for 50-60 seconds. The device was removed by catheter sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Event description:
It was reported that balloon was broken. The target lesion was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon broke between 6-8 inflations at 10 atmospheres for 50-60 seconds. The device was removed by catheter sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Event evaluation by MFR.: pcb 5.00mm / 2.0cm / 50cm otw - ous was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.